Event description:
An attorney reported that on 4/1/94 the subject device was ejected from the wall outlet, allegedly striking a women forcefully and resulting in mouth laceration and tooth loss. It is unknwon whether the injured person was a pt or a clinician.